Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00483. It was reported diagnostics indicated impedance issues. The patient's ((B)(6)) leads (2 from the same lot) were explanted, however only one was replaced. Also, the implantable neurostimulator was explanted and replaced.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00483.